Manufacturer narrative:
The device will not be returned for eval. A failure analysis of the complaint device could not be completed. This report is being submitted because empi has received a similar complaint that suggests that this device may have malfunctioned in such a way that it would be likely to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
It was reported that pt suffered a skin reaction under the battery area of the hybresis patch. The pt was being treated for bicipital strain with dexamethasone 1.5cc with a concentration of 4mg/ml. Pt did not seek medical attention for the skin reaction.